Event description:
On (B)(6) 2025, a surgical intervention was performed due to dehiscence of the surgical scar, which resulted in an implant exposure. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the concerned device was explanted due to an infection and extrusion of the device through the skin. Reportedly the recipient underwent a skin flap revision surgery however the device extruded again afterwards. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The recipient has a history of wound healing issues, which might contributed to the observed issue. Further in situ measurements showed the two most basal channels with hi status due to undetermined reasons. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, a surgical intervention was performed due to dehiscence of the surgical scar, which resulted in an implant exposure. The user has been explanted.